Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the heat from the battery will cause the insulin pump to heat up. The plastic will discolor. The rewind makes a super loud noise and it was slower. They had to rewind more than once per prime before. They did not get a second warning of low reservoir. They had to press the buttons harder. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Device had unresponsive up buttons due to unlocked j2/lcd keypad connector. Unable to perform operating currents, self-test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low battery alarm, low reservoir alarm, no delivery alarms, prime or fill, back light, rewind anomaly due to unresponsive button. Device had stained end cap sticker, no heat, burnt anomaly noted. (B)(4).